Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code for a control error. Our field service engineer found technical error codes for the control error, disabled valves and error in the internal memory in the device logs. He found the control printed circuit board (pcb) defective and replaced it according to the recommendations in the service manual. A visual inspection of the returned control pcb did not show any anomalies. The evaluation of received device logs confirmed the aforementioned technical error codes. The technical errors first occurred on 05/26/2020. The date of the event will be adjusted accordingly. The returned control pcb was installed in the reference ventilator. Two pre-use checks passed and ventilation started successfully. After 13 hours of ventilation alarms indicating a memory problem started to appear. Later the reported technical error appeared once, but the fault wasn't permanent. This is to be considered a single/isolated component failure. If the reported fault condition occurs during ventilation, ventilation will stop and one or more of the confirmed technical alarms will be generated. The conclusion in this matter is that the returned control pcb was defective. The cause was most probably a bad memory circuit, but the failing component could not be determined.

Event description:
It was reported that the ventilator generated a technical error code for a control error. There was no patient harm. (B)(4).